Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis (reported as peritoneal infection). The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated with unspecified drugs ¿for anti-inflammatory therapy¿ for the peritonitis event. The patient was recovered from this peritonitis event. Dianeal therapy was ongoing (during treatment). No additional information is available as the reporter declined further follow up from baxter.

Manufacturer narrative:
The patient experienced peritonitis six times, on unknown dates, reported as ¿for a year and a half¿ (previously only one of six events was reported). The causes were unknown. No further details were provided for the additional five events. Should additional relevant information become available, a supplemental report will be submitted.